Manufacturer narrative:
Analysis was performed on the returned device. The link was not returned for analysis; therefore, the reported link break could not be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported link break and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with two proglide devices using the pre-close technique via a 6fr sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, after removing the plunger a link break occurred with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20fr and the taa procedure was completed. Hemostasis was achieved with the pre-places proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.